Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the bag was overfilling with liquid and pressure was applied, the gallbladder was full of stones, ripped, bag wasn't closed completely.